Manufacturer narrative:
One ep-workmate/ep-4 usb keyboard was received into the lab for analysis. Visual inspection of the returned product confirmed the field reported issue as halt key was found to be binding due to a broken return spring on the returned product. Visual inspection of the keyboard revealed the mounting provision for the inoperative key was found to be broken off the base. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported issue was isolated to physical damage sustained in the field.

Event description:
During the procedure, pacing was started from keyboard, but could not be stopped. The halt button did not work. The procedure was stopped due to this issue. There were no adverse consequences to patient.